Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 1996, the patient underwent the tha surgery for right side with the duraloc 500, hylamer liner 50mm 28mm 10°lip (125150000) and the head in question. After the surgery, it was confirmed that on an unknown date the liner was worn out. The patient wishes to undergo revision surgery around (B)(6) 2023, and make to order production of liner. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.